Event description:
The reporter's parent had meter to health care provider meter comparison tests done during doctor visit at the health care facility. Reporter's parent's meter reading was reported as 255 mg/dl, and health care provider result was 93 mg/dl. No details on the testing procedure were provided. Tests were done by health care provider. The reporter's parent did not have any symptoms. Control testing was not done due to lack of supplies. The reporter had no info on cleaning, coding or storage of strips, since testing is done by facility health care provider. No harm was alleged.